Event description:
A report was received that the patient is having trouble charging. Bsn representative analyzed the patients database and confirmed premature battery depletion. The patient underwent an ipg replacement and is reportedly doing well.

Event description:
A report was received that the patient is having trouble charging. Bsn representative analyzed the patients database and confirmed premature battery depletion. The patient underwent an ipg replacement and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, and electrical and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, current company labeling warns against the use of monopolar electrocautery. It was reported that electrocautery was used during the patient's lead revision.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.